Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a scratch in instrument channel was not confirmed. In addition to evaluation in b5, the insertion tube color code was fading out and there was a minor scratch. Bending section cover glue was cracked and chipped. Objective lens cement was peeling. The label had no unique device identifier (UDI) and was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope has a scratch in the instrument channel port that was about 44 centimeters inside the lumen. The event occurred during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was residue on the objective lens. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer follows the cleaning process that are based on the specifications provided in the instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter/residual on the objective lens could not be identified and the root cause could not be determined, although, due to physical damage on the device, the foreign material might not have been removed even though reprocessing was performed properly. Olympus will continue to monitor field performance for this device.